Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; before the procedure the device was noticed to be slightly unfurled, the sheath disengaged. There was no patient involvement or injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the inflation syringe, insufflation bulb, obturator and dissector balloon were not received for evaluation. No additional visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter; before the procedure the device was noticed to be slightly unfurled, the sheath disengaged. There was no patient involvement or injury.